Manufacturer narrative:
Correction information: g6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information: h4:device manufacture date. Evaluation summary: customer reported no video image. The sales rep stated I need an RMA and loaner on scope eg29-i10l (B)(6) reporting no image during pre-inspection. However, there was no repair data that could determine the cause. We checked the returned unit and confirmed that the ccd module pixels. Based on the result, we concluded that it was caused due to the physical damage applied on the ccd module. In addition, we confirmed that the lg cable connector deformed, the suction channel resistance, and the distal body laser damage; however, they are not the main cause, and/or irrelevant to the alleged complaint.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax video scope eg29-i10. In the event reported, it was stated that there was no video image. The anomaly was detected in the procedure room before use. There was no adverse event reported with this complaint. Pentax medical issued RMA (B)(4) for the device to be returned for further evaluation. The device is pending return from the user. No other information provided.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.